Event description:
It was reported that a lead had migrated, and patient is not receiving effective therapy. In turn, surgical intervention was undertaken wherein the lead was explanted and replaced without incident.